Event description:
A customer reported a problem with their pump, which declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through several troubleshooting steps, including inspecting and discarding a faulty cartridge, cleaning the pump's pneumatic tap area, and attempting to load a new cartridge. Despite these efforts, the error persisted, prompting the decision to replace the pump. The customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery. The technical support team instructed the customer on how to put the faulty pump into storage mode and return it using a pre-paid label.